Event description:
This case was reported by a regulatory authority (medwatch program) and described the occurrence of tingling in hand and leg in a pt who received poligrip (formulation unk) and super poligrip (formulation unk) for denture adhesion. In 1996 the pt started poligrip (dental). In 1999, the pt switched to super poligrip (dental). At an unk time after starting poligrip and super poligrip, the pt experienced tingling in hand and leg, tingling feet, numbness (hands and legs), numb feet, muscle weakness, paralysis, myopathy, neuropathy, sexual side effects, loss of use of leg, and loss of most of his muscle sensation. These events resulted in him experiencing anger, depression and suicidal thoughts. This case was assessed as medically serious by gsk. The regulatory authority reported that the events were disabling. At the time of reporting, the events were unresolved. The manufacturer's report number for this case is 9681138-2009-00035 and neither the product nor lot number for this product is available. (B)(4).